Manufacturer narrative:
The hakim valve (ID (B)(6)) was returned for evaluation. Device history record (DHR) - the product code 823146 with lot 4335765, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 60 mmh2o. The valve was visually inspected, no defect was noted. The valve was hydrated. The catheters were irrigated, no occlusions noted. The valve passed the test for occlusion, leak and reflux. The valve failed the test for programming and siphon guard. The pressure test could not be performed because the device could not be programmed. The valve was visually inspected under microscope at appropriate magnification, biological debris was found on the base plate and on the cam. Root cause analysis - the issue reported by the customer is due to biological debris and protein build up interfering with the valve in view of the biological debris found during the investigation.

Event description:
N/a.

Event description:
A facility reported a hakim valve (ID 823146) was implanted on (B)(6) 2023, with initial setting of 110 mm of water. The shunt was unable to reprogrammed (patient had history of falls). Therefore, it was removed on (B)(6) 2024. The shunt was not replaced. The patient was asymptomatic but unable to reprogram after embolization. The patient is discharged to rehabilitation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.